Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) displayed a maintenance code #8 prior to patient use. Therefore, no patient injury or harm was reported.

Manufacturer narrative:
The getinge field service engineer stated that the customer reported the intra-aortic balloon pump (iabp) generated a maintenance code 8 this is due to a bad fiber optic lamp. The fse ordered the part and replaced this component upon arrival. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) displayed a maintenance code #8 prior to patient use. Therefore, no patient injury or harm was reported.